Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported concomitantly injecting a patient in the lips with .8 cc of juvéderm volbella® xc and in the nasolabial folds with 1cc of juvéderm vollure¿ xc. About 2 months later, the patient experienced ¿nodules¿ in the nasolabial and lips. The patient was treated 6 days later with hyaluronidase and colchicine. On the following day, the patient was treated with ciprofloxacin. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00453 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.